Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in our stock. We have received two opened samples with the needle detached from the thread, and the thread is not wound on the pack. However, without any closed samples we cannot carry out an analysis in order to take a decision. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. Taking into account that there are no previous complaints of this code batch, we consider that are isolated units, but the whole batch is correct. Final conclusion: in spite of receiving defective samples, without closed samples a suitable analysis cannot be performed. Nevertheless, we take note of this incidence and if any closed sample is received in the future, we will re-open the case and analyse it. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Event description:
It was reported an issue with monosyn suture. The client reported that when took apart the sutures, the needle was detached from the needle. There is no patient involvement.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.